Manufacturer narrative:
(B)(4) date sent: 2/2/2021 the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the nslg2s25 device was returned with the I-blade upper tip broken lifted and with the upper jaw detached not returned. In addition, the cable was cut off, this is not related to the complaint. Due to the returned condition of the device, no functional testing could be performed with the generator. It should be noted that product failure is multifactorial. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4); batch#: unknown. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The account provided 3 photo images. The first image provided by the customer is that of an enseal device. The second image is that of the distal jaw of the enseal device. A closer look at the clamp arm interface shows that the upper jaw was detached, and the iblade upper tip was broken lifted. The third image is that of the enseal upper jaw. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. A probable cause of the damage to the jaw could be not allowing thick, and fibrous tissues to denature prior to I-blade advancement.

Event description:
It was reported that during a miles surgery with uterine resection, when the surgeon sectioned the left peri-vaginal tissue, the enseal device suffered a fracture of its forceps, rendering it unusable. The event generated a fragment that was removed in its entirety. The event did not cause any harm to the patient.